Event description:
The customer reported that there was a generator error. This message appears when the system detects an error in any of the registers associated with the high voltage generator. The system shuts down when this occurs. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. A filament calibration and workstation software tests were performed. The system was tested and found to be working as intended and put back into service.